Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.